Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump was alarming high pressure and screen reads stopped. They instructed the patient to make sure all the clamps were open and sliding freely up and down on the tubing, but the patient did not know what a clamp was. While they were checking the clamps, the patient noticed the tubing was disconnected. The settings were obtained, and pump had been powered down. The event occurred while in use with patient at patient's home and there was no reported patient harm/adverse event.